Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A port issue was reported with the adc glucose meter. A caregiver reported that the customer the meter powering on when the button pressed with a white screen, however, not upon test strip insertion. The customer was unable to obtain scans and as a result, she started ¿talking gibberish¿ and excessive salivation. The ambulance was called and the customer was administered glucose in ampoules by the ambulance personnel. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader ((B)(6)) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader is powered on with home button depression and retained strip insertion. Therefore, this issue is not confirmed. No malfunction or product deficiency has been identified.all pertinent information available to abbott diabetes care has been submitted

Event description:
A port issue was reported with the adc glucose meter. A caregiver reported that the customer the meter powering on when the button pressed with a white screen, however, not upon test strip insertion. The customer was unable to obtain scans and as a result, she started ¿talking gibberish¿ and excessive salivation. The ambulance was called and the customer was administered glucose in ampoules by the ambulance personnel. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A port issue was reported with the adc glucose meter. A caregiver reported that the customer the meter powering on when the button pressed with a white screen, however, not upon test strip insertion. The customer was unable to obtain scans and as a result, she started ¿talking gibberish¿ and excessive salivation. The ambulance was called and the customer was administered glucose in ampoules by the ambulance personnel. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (lot no) and (expiration date) has been updated. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and an extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the precision strips was reviewed and the DHR showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. A DHR (device history review) for the xido optium neo meter was reviewed and the DHR showed the xido optium neo meter passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.